Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause was determined to be a kink in the catheter. The cause of the kink is unknown. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Event description:
Physician's plan was to remove entire convertx to exchange for nephrostomy catheter. Physician unlocked device (#1), inserted a wire (believed to be a "glide-wire") into center port, through device, and into bladder. Physician began to remove convertx and the device converted as physician began to remove. Stent was deployed and physician then attempted to snare stent out but was unsuccessful. Patient left ir with stent in place and will see urologist for retrograde removal of stent. Ref#/lot# are unknown as this device was inserted in the past. External drainage will be returned to bwm, stent was left in patient.